Event description:
It was reported that the customer was asking assistance in reviewing the event log where manually programmed rate (500 ml/hr) overridden the maximum soft limit (100 ml/hr). The infusion was started at 500 ml/hr at 20 28 without additional alerts and infused for a few minutes before being reprogrammed to 20 ml/h at 20 32. There was no information on patient involvement. Although requested, further information was not provided.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer was asking assistance in reviewing the event log where manually programmed rate (500 ml/hr) overridden the maximum soft limit (100 ml/hr). The infusion was started at 500 ml/hr at 20 28 without additional alerts and infused for a few minutes before being reprogrammed to 20 ml/h at 20 32. There was no information on patient involvement. Although requested, further information was not provided.